Manufacturer narrative:
U.s. Reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). According to the customer, there were 25 cases of infection due to the use of novosyn. This phenomenon would occur only in the orthopedic service. It appears that bacteriological analyzes were performed.